Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that the patient is no longer having access to sound with the cochlear implant. It is not known if there was an accident or trauma. Re-implantation is considered.